Event description:
Patient presented to the primary care provider with swelling at the right arm, extending from the elbow to the hand. The primary care provider suspected the swelling may be related to a possible damaged lymph node sustained during the inspire surgery. A CT scan has been ordered, and the primary care provider will re-evaluate based on the results.